Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). DHR review did not revealed any non conformities related to this device. Lab test report has been provided to livanova. The unit was not used from the customer after the first positive results and it was put aside and continue weekly cleaning and disinfection while they wait for deep disinfection. The hospital follows the IFU for the water quality monitoring applied and the h2o2 checked. The device was put inside the theatre during use with the fan away about 2-5m to 3 mt to the patient. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about a 3t heater cooler contaminated with "mold". The hospital decided to sent this unit for deep disinfection.